Event description:
It was reported that the patient with the pacemaker device triggered a lead safety switch (lss) due to high out of range pacing impedance measurements, measuring greater than 3000 ohms on this right ventricular (rv) channel. At this time, this rv lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that the patient with the pacemaker device triggered a lead safety switch (lss) due to high out of range pacing impedance measurements, measuring greater than 3000 ohms on this right ventricular (rv) channel. At this time, this rv lead remains in service and there were no adverse patient effects reported. Additional information received indicated that this rv lead was explanted due to fracture. Subsequently, a new lead was successfully implanted. No additional patient adverse effects were reported.